Event description:
Ligaclip clip applier malfunctioned. The clips did not close all the way.====================== health professional's impression======================could have caused the tissue to continue to bleed.